Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Fracture of the inner coil was noted at the distal end of the middle segment, consistent with the field observation of high pacing lead impedance.

Event description:
It was reported that the lead was explanted and replaced due to high lead impedance without complications.